Event description:
Catheter broke during removal. Questionnaire indicated that the catheter appeared stretched, although only slight resistance was felt during removal. Initially reported as cb004, 5001481, lot 892267. Catheter 4000924, lot 8b3921.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. Received one used catheter for evaluation and investigation, and received on new catheter that was intentionally broken by the physician to see how much force was required (no further details on his findings were available). The visual inspection of the user catheter found it stretched and broken at the infusion segment. The remainder of the infusion segment was not received. The best evidence indicates that the catheter was pulled until it stretched and broke. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system" (1303971, rev. B). The patient guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. D). The directions for use (dfu) (1304459, rev. D) provide cautions and directions on catheter removal if resistance is encountered. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.